Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified and moderately tortuous unspecified vessel. Following predilation using an unspecified balloon catheter, a 2.75x32mm promus element drug-eluting stent was selected to treat the target lesion but was unable to cross. The physician then removed the device and found that the stent body was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the profile of the stent that could have potentially contributed to the complaint incident. The hypotube was kinked at various locations along its length. Tip od and stent od measurement were within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified and moderately tortuous unspecified vessel. Following predilation using an unspecified balloon catheter, a 2.75x32mm promus element ¿ drug-eluting stent was selected to treat the target lesion but was unable to cross. The physician then removed the device and found that the stent body was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.